Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was implanted using a 12f amplatzer amulet delivery sheath during a left atrial appendage closure (laac) procedureprior to the procedure, no pericardial effusion was noted by the echo physician. Following device implantation, the patient developed a pericardial effusion, and approximately 200 ml of blood was drained. The effusion was circumferential, with the largest dimension around 6 mm, and although the precise location could not be confirmed, it was probably at the left atrial appendage. Two transseptal punctures were performed to achieve optimal coaxial alignment for device delivery within a chickenwing-shaped anatomy. The first puncture was inferior on bicaval (90°) view and mid at 45° (short axis view), while the second puncture was inferior (90°) and anterior (45°). The physician believes the pericardial effusion was likely caused during the introduction of the delivery sheath into the left atrial appendage. During the procedure, heparin was administered at approximately 6000 units, and protamine was given as a reversal agent afterward. The patient was in atrial fibrillation at the time of the procedure and was not on any anticoagulant or antiplatelet medication during the procedure. There were various deployments of the device, with two partial recaptures and one full recapture into the delivery system. Only one wire and one delivery sheath were used, with the wire positioned in the left upper pulmonary vein (lupv). No multiple wire or sheath exchanges occurred. The left atrial pressure at the time of the procedure was 10 mmhg. The patient¿s condition is reported as stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of patient device incompatibility and improper or incorrect procedure or method was reported with pericardial effusion. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient device incompatibility of pericardial effusion could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. The reported improper or incorrect procedure or method is related to the device being released after being fully retracted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.